Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the bending section had a leak; the metal joints in the bending section was lifting; and due to a pinhole on the distal end, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the uretero-reno videoscope had a leak at the distal end. The issue was found during reprocessing. The intended procedure was a pyeloscopy. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the cable support came off by forcibly bending in the opposite direction while the bending part was fixed. As a result, the bending part metal protruded, and the bending section cover and the bending part were damaged. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist." Olympus will continue to monitor field performance for this device.